Event description:
It was reported that during prep for a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a foreign matter was noted on the balloon. The 2.5 x 20mm maverick2 balloon catheter was removed from packaging, the proximal part of the balloon appears to have a "diamond shape crust." The device never entered the patient. The procedure was completed with another of the same device.

Event description:
It was reported that during prep for a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a foreign matter was noted on the balloon. The 2.5 x 20mm maverick2 balloon catheter was removed from packaging, the proximal part of the balloon appears to have a "diamond shape crust". The device never entered the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Complainant address: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated my manufacturer: a visual examination of the returned device found that the proximal balloon folds were slightly raised, which is consistent with the balloon not being tightly folded. No foreign material was present on the balloon. No other issues existed with the profiles of the device. There was no evidence that the balloon had been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).